Event description:
The customer reported that the insulin pump was stuck on prime mode. Troubleshooting was performed. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk. However, the device passed the displacement test, and no rewind anomaly noted.